Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a ble lockout had occurred, resulting in the loss of ble connectivity. The cause of the ble lockout was due to a system requirement which disables ble due to too many unsuccessful connection attempts with the device.

Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. No changes were reported. The patient status was unknown.